Event description:
It was reported that the device entered backup vvi mode. A software download was performed which successfully restored the device to normal function. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).